Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient was having severe pain after implant 2 weeks ago. It was noted to be especially painful at the pocket site. There was no known factors that may have led or contributed to the event. It was noted that the patient has been inpatient for day and was on intravenous (IV) medication for pain relief. It was noted that the pump was explanted and not replaced on (B)(6) 2020 due to pain for 7 days. It was noted that the customer refused return. At explant, a large hematoma was evacuated from the pump pocket site. Bleeding was noted in catheter site. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. Known medications included ativan and synthroid. The patient's weight was (B)(6) pounds. The patient's medical history included seizures and cancer. The event date was (B)(6) 2020 (pain for 7 days prior to explant). No further complications were reported.

Manufacturer narrative:
Please note: the brief description was updated to indicate that the patient was inpatient for 5 days where the 5 day was not previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient was having severe pain after implant 2 weeks ago. It was noted to be especially painful at the pocket site. There was no known factors that may have led or contributed to the event. It was noted that the patient has been inpatient for 5 days and was on intravenous (IV) medication for pain relief. It was noted that the pump was explanted and not replaced on (B)(6) 2020 due to pain for 7 days. It was noted that the customer refused return. At explant, a large hematoma was evacuated from the pump pocket site. Bleeding was noted in catheter site. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. Known medications included ativan and synthroid. The patient's weight was (B)(6) pounds. The patient's medical history included seizures and cancer. The event date was (B)(6) 2020 (pain for 7 days prior to explant). No further complications were reported.